Event description:
Reporter stated the up button of the infusion device does not function intermittently. Claims soft components of the button are defective. No adverse event reported. The alleged product was requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.